Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to isolate the side rails and foot pedal controls. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the foot pedal controls to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the head section was running up unintentionally. The bed was located in the inpatient rehab unit at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).